Manufacturer narrative:
(B)(4). Medical devices: implanted mitraclip, steerable guide catheter. Device coding: applied for incorrect removal/failure to follow steps/instructions as the device was dived into the chordae during advancement and excessive force was used to remove the device from the chordae. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other mitraclip clip delivery system referenced is filed under a separate manufacturing report number.

Event description:
This report is filed since the clip delivery system (cds 70516u125) became caught in the chordae and was difficult to remove. A ruptured chordae occured. It was reported that this was a mitraclip procedure to treat mixed, functional and degenerative, mitral regurgitation (mr), grade 4. The first mitraclip (70601u134) was implanted successfully. To further reduce mr, a second clip delivery system (cds 70516u125) advanced. Reportedly, the operator dived the cds into the posterior aspect of the chordae. The clip then become caught in the chordae and standard troubleshooting maneuvers were performed unsuccessfully. Reportedly, the operator then yanked and pulled hard on the cds, removing it from the chordae. A ruptured chordae and anterior leaflet flail occurred following. In addition, this motion caused the first implanted mitraclip to detach from the anterior leaflet while remaining attached to the posterior leaflet (single leaflet device attachment-slda) and a leaflet tear was noted. The mr returned to grade 4. Cds 70516u125 was retracted into the left atrium, repositioned, and then implanted medial to stabilize the slda. As further treatment to stabilize the slda clip and to treat the ruptured chordae with leaflet flail due to the second clip, a third mitraclip was implanted. The mr was reduced to grade 1-2. The patient is stable condition. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents. It should be noted that there is a general warning in the mitraclip nt IFU always use a careful, deliberate, and iterative approach to positioning the mitraclip nt system. It is recommended to make multiple small adjustments rather than single large adjustments. Large adjustments may result in vascular and/or cardiac injury. All available information was investigated and the reported clip becoming caught in chordae (difficult to remove) appears to be related to user technique/procedural conditions of advancing the clip delivery system (cds). The reported user error is associated with the operator yanking and pulling hard on the cds to remove the clip from the chordae. The reported tissue damage appears to be a result of the clip becoming caught in the chordae and the user error of pulling hard on the cds to remove the clip from the chordae. There is no indication of a product quality issue with respect to manufacture, design or labeling.